Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported that the controls were not working. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Examination of the replaced and returned part revealed that the actuating button of the stand control module (scm) was defective. On site, this meant that motor movements could no longer be controlled from the scm. The patient couch was not affected by this effect and all remaining functions, such as radiation of the system, were unaffected. In addition, the system could also have been moved by motor using the other existing buttons known as the "membrane keys" of the detector. The scm was replaced by the local service organization and the system now works as specified. The spare parts consumption was checked and a possible general fault, which would require corrective measures of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.